Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had presented remotely via merlin.net. The transmissions showed that the right ventricular (rv) lead exhibited noise oversensing. Programming changes were made to address the oversensing. The rv lead was ultimately capped and replaced on (B)(6) 2026. There were no patient consequences.